Event description:
Pt had a minor burn under grounding pad electrode after case. This was noticed after electrode was removed. Diagnosis or reason for use: non-rem polyhesive pt return electrode. Event abated after use stopped or dose reduced: yes.